Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the implantable neurostimulator (ins) location was uncomfortable for the patient. This issue had been present since implant. Follow up information received on july 8, 2016 reported that the patient had a revision performed on (B)(6) 2016. The discomfort at the ins pocket had resolved as the revision helped the implant site feel better for the patient. The patient was implanted for chronic low back pain and spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.